Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a new user education class, the base of a prismaflex machine was not steady and wobbled during user interaction with the soft keys on the screen. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Due diligence was performed and the facility's biomedical engineer stated that no report of this issue was submitted in their service records and that the machine has been in clinical use since march 2020. Should additional relevant information become available, a supplemental report will be submitted.